Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient reported in a follow up call that they felt that the implant site was warm and tender to touch. The patient also had an infection and was encouraged to call the clinic immediately. The patient was to be scheduled for an examination, however, there have been unsuccessful attempts in trying to get a hold of the patient so far. No further information was reported. Infection with information that reasonably suggests the device may have caused or contributed or it is unknown that requires medical or surgical intervention (e.g., antibiotic treatment- oral or IV) meets serious injury criteria.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported by the patient with this neurostimulator that they felt that the implant site was warm and tender to touch. The patient also had an infection and was encouraged to call the clinic immediately. The patient was to be scheduled for an examination, however, there have been unsuccessful attempts in trying to get a hold of the patient so far. The patient was prescribed oral antibiotics and had a follow up appointment scheduled. The patient attended the appointment and was doing well. The infection has cleared, and the provider is pleased with the patient's progress. Patient will follow up in a few months. There were no additional clinical complications reported.